Event description:
The patient was given gfx nerve ablation treatment in the temporal lobe during clinical trial and developed an eye infection in the left eye. After the procedure, the patient could not close her left eye tightly and the eye became infected. The patient saw an ophthalmologist who administered antibiotics.

Manufacturer narrative:
The eye infection cleared up after the antibiotics were administered. There is limited info available to determine the extent to which gfx nerve ablation system contributed to the pts eye infection. The gfx nerve ablation system was acquired by bioform medical inc., on may, 2008. The event occurred prior to bioforms acquisition.